Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. It was reported that when the pod was removed from their arm, the cannula was found kinked. Symptoms reported include heartburn and vomiting. The patient was treated with intravenous fluids and insulin drip. The patient was released on (B)(6) 2026.